Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI) h4:device manufacture date. Evaluation summary: according to the reported events, this issue was caused by the error message being displayed due to the failure of the control board and video output board of the peripheral device.

Event description:
Processor gives error 59-06 on screen, also there is no endoscope image. The touch screen was working but blinking, aux-lamp turn on after failed main lamp and no image on outputs. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.